Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy for supra ventricular tachycardia (svt) that was detected as ventricular tachycardia (vt). Reprogramming was performed, and the ICD remains in use. No further patient complications have been reported as a result of this event.